Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation but has not yet been received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that after carrying out the washing process repeatedly, the subject device continues to show contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Please see b6 for customer culture results inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the insertion tube glue rubber sleeve was separated/loose and the angulations were out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is instrunet. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. Manual cleaning and automated endoscope reprocessor (aer) processes were not shared. The device is stored in a simple cabinet without drying function. Olympus is the maintenance provider of the subject device.